Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. During procedure, surgeon implanted 58 ringloc cup and attempted to implant an e1 liner and the liner popped out. Four more unsuccessful attempts were made to implant. The surgeon then tried a new lock ring and the liner still would not lock down. The surgeon then attempted to try a new liner and it would not lock down. A new cup was implanted and the surgeon impacted a liner and everything was secure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. The surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Review of explanted device found that the acetabular cup met design specifications. The reported event could not be substantiated.